Event description:
The customer reported to olympus, the air/water supply was insufficient, which was observed during reprocessing. During inspection and testing of the returned device, the air/water nozzle was obstructed by white foreign material, which had been attributed to insufficient cleaning. The user had disassembled the air/water nozzle. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction of the clogged nozzle.

Manufacturer narrative:
The device was returned and the reported allegation was confirmed. Additional findings include: the angle was insufficient, keytop of sw (switch) 1 was broken, nozzle was deformed , debris was found in the nozzle and play occurred during angulation. The investigation is ongoing and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The inspection confirmed that nozzle was clogged by a white foreign material which could not be removed nor identified. Based on the results of the investigation, it is likely foreign material may not have been removed by proper reprocessing due to physical damage to the device. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.